Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. All buttons function properly. No battery alert, failed batt test alarm or no delivery/occlusion alarm noted during testing. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alarm found in the pump history file/trace. No unexpected no delivery alarm found in the pump history file/trace on the event date 08-dec-2025. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 11/14/2025 07:36:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 3.0 received the low battery alert (104) on 11/14/2025 07:36:00 after more than 7 days at 14.9 days. Battery cycle 2.0 received the low battery alert (104) on 10/30/2025 07:54:00 faster than expected at 4.53 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed batt test alarm/no delivery/occlusion alarm/keypad/button unresponsive/button error alarm/no communication not confirmed. Charge/battery lasts less than expected was confirmed and isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced batteries lasting only four days, the pump rejecting batteries during changes, unexplained and random no delivery alarms, error codes related to signal loss, unresponsive buttons, and a sensor that started beeping. The customer reported no adverse event. The event involved products mmt-1884, unomedical, and mmt-342g. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, unomedical, and mmt-342g.